Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during patient use. The device was filled with a solution of 57 ml of fluorouracil 2628 mg diluted with 42.4 ml of d5w. This condition interrupted the patient's therapy. The patient went to the emergency room to get the infusor disconnected and consulted with the oncologist the next morning. The patient's outcome was not specified, however, there was no report of medical intervention or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a non- footed position. The root cause was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.